Event description:
It was reported that during a routine device replacement for reported normal battery depletion, this right ventricular (rv) defibrillation lead was observed to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. No noise was observed and threshold measurements were noted to be stable. Technical services (ts) discussed the option of reprogramming the remote home monitoring alert value to 3,000 ohms and continuing to monitor. The routine device replacement was successfully completed and this rv lead remains implanted and in service. Monitoring will be continued. No adverse patient effects were reported.